Manufacturer narrative:
The issue reported involved a plum a+ pump, with the initial complaint indicating that the power supply was "burnt." In the latam region, it is common to describe a component as "burnt" when it stops functioning or fails. However, this terminology may have led to a misinterpretation, as the original english description suggests that the problem was related to the power supply not working in ac. It was determined that the actual issue was that the power supply was not functioning properly in ac mode. The power supply was replaced, and all relevant tests, including product verification tests (pvt), were performed. The pump was confirmed to be operating correctly after the replacement. The root cause was a faulty power supply that failed to operate in ac.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event involved a plum a+ spanish device (refurb) where it was reported that the power supply was burnt. The status of the product at the time of the event was upon power on. There was no patient involvement or harm.